Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that 5 months post procedure, magnetic resonance imaging (MRI) revealed that there is an persistence of a residual aneurysm with the appearance of a large peri-aneurysmal oedema for left internal carotid artery-communicating (c7 segment), treatment was required. Also it was reported that six months post procedure imaging revealed a neo-intimal hyperplasia on the distal portion of the subject flow diverter. Outcome is still on going. Both adverse events had a possible relationship to subject flow diverter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the 1st adverse event is not related to stryker devices, so there is no detail provided. The medical procedure the subject surpass evolve stent device was used for was both neurovascular flow diverter implantation and flow diverter assisted coiling per protocol. Access was through right femoral. There was no damage noted to the packaging prior to preparation of the device and there were no anomalies noted to the device prior to use. The physician feels the ae¿s were not related to the procedure but it¿s possible they were related to the device. There was no device deficiency reported during the applicable procedure that could have contributed to the reported event. The percentage of parent artery stenosis pre procedure was none and the customer is awaiting information on the percentage of parent artery stenosis post procedure. The duration of the procedure was 141 min and there was no delay reported. The patient¿s current condition as per ae initial intake form mrs 1, same as baseline. Received additional information on 04-may-2023 stated that the adverse event of a neo-intimal hyperplasia on the distal portion of the flow diverter led to serious deterioration in the health of the subject that resulted in: in-patient or prolonged hospitalization. Received additional information on 05-may-2023 stated that the reported device deficiency: study device thrombosis or occlusion: on the xa, neo intimal hyperplasia on the distal portion of the flow diverter led to ae#1 and ae#2. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that 5 months post procedure, magnetic resonance imaging (MRI) revealed that there is an persistence of a residual aneurysm with the appearance of a large peri-aneurysmal oedema for left internal carotid artery-communicating (c7 segment), treatment was required. Also it was reported that six months post procedure imaging revealed a neo-intimal hyperplasia on the distal portion of the subject flow diverter. Outcome is still on going. Both adverse events had a possible relationship to subject flow diverter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: received additional information on 04-may-2023 stated that the adverse event of a neo-intimal hyperplasia on the distal portion of the flow diverter led to serious deterioration in the health of the subject that resulted in: in-patient or prolonged hospitalization. Received additional information on 05-may-2023 stated that the reported device deficiency: study device thrombosis or occlusion: on the xa, neo intimal hyperplasia on the distal portion of the flow diverter led to ae#1 and ae#2. No additional information available.

Manufacturer narrative:
B5 executive summary - updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the 1st adverse event is not related to stryker devices, so there is no detail provided. The medical procedure the subject stent device was used for was both neurovascular flow diverter implantation and flow diverter assisted coiling per protocol. Access was through right femoral. There was no damage noted to the packaging prior to preparation of the device and there were no anomalies noted to the device prior to use. The physician feels the adverse events were not related to the procedure but it¿s possible they were related to the device. There was no device deficiency reported during the applicable procedure that could have contributed to the reported event. The percentage of parent artery stenosis pre procedure was none and the customer is awaiting information on the percentage of parent artery stenosis post procedure. The duration of the procedure was 141 min and there was no delay reported. The patient¿s current condition as per adverse event initial intake form modified rankin scale (mrs) of 1, same as baseline. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that 5 months post procedure, magnetic resonance imaging (MRI) revealed that there is an persistence of a residual aneurysm with the appearance of a large peri-aneurysmal oedema for left internal carotid artery-communicating (c7 segment), treatment was required. Also it was reported that six months post procedure imaging revealed a neo-intimal hyperplasia on the distal portion of the subject flow diverter. Outcome is still on going. Both adverse events had a possible relationship to subject flow diverter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: received additional information on 04-may-2023 stated that the adverse event of a neo-intimal hyperplasia on the distal portion of the flow diverter led to serious deterioration in the health of the subject that resulted in: in-patient or prolonged hospitalization. Received additional information on 05-may-2023 stated that the reported device deficiency: study device thrombosis or occlusion: on the xa, neo intimal hyperplasia on the distal portion of the flow diverter led to ae#1 and ae#2. No additional information available. Update: received additional information on 16-jun-2023 stated that the device deficiency (thrombosis or occlusion) has been cancelled.

Manufacturer narrative:
B5: executive summary - updated. F10 / h6 health impact code grid - health effect - impact code - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the 1st adverse event is not related to stryker devices, so there is no detail provided. The medical procedure the subject stent device was used for was both neurovascular flow diverter implantation and flow diverter assisted coiling per protocol. Access was through right femoral. There was no damage noted to the packaging prior to preparation of the device and there were no anomalies noted to the device prior to use. The physician feels the adverse events were not related to the procedure but it¿s possible they were related to the device. There was no device deficiency reported during the applicable procedure that could have contributed to the reported event. The percentage of parent artery stenosis pre procedure was none and the customer is awaiting information on the percentage of parent artery stenosis post procedure. The duration of the procedure was 141 min and there was no delay reported. The patient¿s current condition as per adverse event initial intake form modified rankin scale (mrs) of 1, same as baseline. Additional information was received on 27-jul-2023: medical intervention was reported as the subject underwent internal carotid angioplasty on (B)(6) 2023. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that 5 months post procedure, magnetic resonance imaging (MRI) revealed that there is an persistence of a residual aneurysm with the appearance of a large peri-aneurysmal oedema for left internal carotid artery-communicating (c7 segment), treatment was required. Also it was reported that six months post procedure imaging revealed a neo-intimal hyperplasia on the distal portion of the subject flow diverter. Outcome is still on going. Both adverse events had a possible relationship to subject flow diverter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: received additional information on 04-may-2023, stated that the adverse event of a neo-intimal hyperplasia on the distal portion of the flow diverter led to serious deterioration in the health of the subject that resulted in: in-patient or prolonged hospitalization. Received additional information on 05-may-2023, stated that the reported device deficiency: study device thrombosis or occlusion: on the xa, neo intimal hyperplasia on the distal portion of the flow diverter led to ae#1 and ae#2. No additional information available. Update: received additional information on 16-jun-2023, stated that the device deficiency (thrombosis or occlusion) has been cancelled. Update: received additional information on 27-jul-2023, stated that the patient underwent internal carotid angioplasty for neo-intimal hyperplasia on the distal portion of the subject flow diverter on (B)(6) 2023.